Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: during investigation, the initial complaint was unable to be duplicated. The keypad cover was intact and all the keypad buttons responded normally. The keypad cover was removed and there was no indication of contamination found under any of the button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.